Manufacturer narrative:
Visual inspection of the returned device revealed six twists or bends at the curve section of the catheter. Functional testing of the catheter revealed the deflection mechanism was functional and the activation wire remained connected as per the design requirements. When the catheter was deflected slight tip movement was noted but due to the damage to the catheter, it did not create a curve that matched the template requirements. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using the inquiry steerable catheter for an ablation procedure it would not straighten and was difficult to remove from the pt. During an atrial flutter ablation procedure the inquiry steerable catheter was placed in the right atrium with no initial issues with catheter placement or performance. After the atrial flutter was successfully ablated, the catheter was removed from the pt. Another tachycardia was induced and the physician proceeded with a slow pathway ablation. Once that ablation was complete, the physician reinserted the inquiry steerable catheter through the ivc to check for bi-directional block. Some torque was used by the physician to position the catheter and the catheter kinked. The push/pull mechanism was nonfunctional and the catheter appeared in a knot on fluoroscopy. The physician attempted to advance the catheter back into the atrium to see if the catheter would open up (unknot) without success. The physician then attempted to use the ablation catheter to straighten out the catheter with no success. After 25 minutes, all other catheters and sheaths were removed from the heart/vessels and the catheter was able to straighten out and be removed. Visual inspection of the catheter after it was removed revealed a kink but no knot. Following the procedure the pt developed bleeding from the groin sites that resolved with direct application of pressure and bedrest. The pt's current status is listed as "good."